Event description:
6 fr foley catheter in patient. While caring for patient, foley had come out and noted that the balloon was popped/not intact. New foley catheter had to be placed. Manufacturer response for urinary catheter, (brand not provided) (per site reporter). [Redacted date] RMA mailer requested from bard.